Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2010. It was determined that the root cause was too much silicone on the tap. The investigation shows that the issue reported as "urine won't drain from pouch" has been confirmed and actions have taken place to address it.

Event description:
Report received indicated urine didn't drain from the tap. No further information was provided.